Event description:
It was reported that the patient experienced a vibrating sensation at the pump pocket site. The sensation had been going on for a year, however since she had bladder surgery a week ago it became worse. The sensation occurred about 5 times per day and the length of time could vary. The patient reported that it was not bothersome and was not affecting her therapy. The drug in the pump at the time of the event was known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).